Event description:
During deployment, emt delivered shock to pt and received part of the shock.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed for this incident. Conclusion: written labeling along with verbal labeling (voice prompts) are provided to the user to instruct them to stay clear of the pt prior to delivering shock.